Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The event can be prevented by following the instructions for use: the event is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿3.9 checking the concentration of disinfectant¿ ¿6.4 setting the disinfectant counter¿ ¿8.1 how to identify and deal with abnormalities¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device was continued to be used with expired disinfectant. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.